Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site complaint history review was conducted and did not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. System error log review was conducted for a procedure on (B)(6) 2021 on system (B)(4). There were no observed related events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use vessel sealer extend instrument pn: 480422-01 // ln: l92201012-0266 // sn: (B)(4) was recorded in use. While not all other reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analyst (afa) engineer conducted a vessel sealer log review and found that there were no errors recorded that would indicate an instrument issue. The instrument was used in two periods, for three minutes at the start of the procedure and then for approximately twenty-five minutes toward the end. It appears that all cuts and homing sequences were successful. This complaint is being reported as an adverse event / malfunction based on the fact that the surgeon claimed that the vse instrument did not adequately seal a vessel which resulted with an additional unexpected blood loss of 300 cc. Although the surgeon was able to quickly control the bleeding by ligating the vessel in question with two figure 8 prolene sutures, intervention was required to address the vascular bleeding. The user alleged that the bleeding occurred after audible beeps from the generator provided a signal that indicated that the sealing was complete. Although the reported event indicated that the jaws of the instrument were contaminated by carbonized tissue (bio debris) prior to and during sealing, and that insufficient sealing and tissue sticking can occur, at this time, the root cause of the customer reported failure mode cannot be determined or is unknown.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, there was an issue with the vessel sealer (vs) and the e-100. When the surgeon was ¿firing on the ima there was a message about jaws and clamping¿. The surgeon tried to reposition to seal better but the jaws were sticking to the last positions tissue. When the surgeon fired again, the surgeon, ¿avulsed the entire vessel¿. Surgeon addressed the issue and completed the procedure robotically with no patient injury or post-operative complications. On 05-mar-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted sigmoid colectomy procedure, there was an issue with a vessel sealer extend (vse) instrument. As the surgeon was working with the vascular pedicle of the inferior mesenteric artery (ima) with a vse instrument, the ima started to bleed from the attempted sealed portion of the ima base when the surgeon had sealed ¿multiple times¿ then cut to transect the vessel which was less than 7mm in diameter. Upon the last third of the surgical task, the vse instrument was used to seal but there was a report of insufficient seal which resulted in 300 cc of blood loss with no transfusion required. Proper system tones were audible, yet the surgeon alleged that the vessel did not sufficiently seal. The jaws of the vse instrument did have carbonized tissue (bio debris) prior to and during the sealing cycle which can cause tissue sticking. The surgeon was unsuccessful in an attempt to control the bleeding using fenestrated bipolar forceps. The surgeon applied two figure 8, 303 prolene, sutures to control the bleeding with an approximate two minute procedure delay. The procedure completed robotically with no report of patient injury. There have been no reported or observed post-operative complications.